Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Analysis of system log file showed that there was a problem with tube cooler. Upon troubleshooting, fse implemented the corrective actions and performed visual inspection of oil level, power input, electrical safety and the system was working as intended. Later the issue reoccurred and fse replaced the tube cooling unit in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not make an x-ray. The device was in clinical use at the time of the reported event. The patient moved to another system to complete the procedure. No harm was reported to philips. Philips has started an investigation into this complaint.